Event description:
Customer reported that the device measured low on pt known aneurysm. No other details provided.

Manufacturer narrative:
Additional device system component part number: 0570-0309/p7001532. Reported failure was not confirmed.